Event description:
It was reported that the patient was operated on in 1995 for her right hip and an exeter stem had been implanted. Four weeks ago, the patient raised herself from a sitting position and she felt a sudden pain. The exeter stem had fractured close to the trochanter minor.